Event description:
It was reported that the right ventricular (rv) lead had been attempted to be implanted but could not be implanted due to an unknown reason. Another lead was implanted in its place. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had been attempted to be implanted but could not be implanted due to an unknown reason. Another lead was implanted in its place. No adverse patient effects were reported. Additional information provided by the boston scientific representative indicates that the lead was not capturing after multiple extensions and retractions in a whirly sheath. Additionally, there was difficulty placements of the lead due to the patient's vasculature and the ventricle.